Event description:
It was reported that the ventricular catheter slipped from the ventricle and the patient had to have reoperation. The surgeon used stand alone valve and catheters (not unitized, not half shunt). The cath was 6cm bioglide. The valve was implanted in the place of postauricular region. He did not make postauricular region. He did not make incision around postauricular and widely decorticated through the region.

Manufacturer narrative:
The device has not yet been returned to the manufacturer.